Event description:
The customer reported to corporate product surveillance (cps) of an issue with the monoject flush syringe, product code unknown, lot number unknown, that is unwinding itself off of the flolink standard bore catheter extension set, product code 2n9060, lot number ur10a12092. The customer is not convinced it is the valve, but would like it investigated. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Samples were not returned for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted. A study was executed to attempt to recreate the failure mode using two hundred (200) samples of (B)(4) (lot number ur10b25043). Of the 8 lot numbers reported by the customer, this lot was still available in baxter's released finished goods inventory. The conclusion of this study was that no disconnection or other connection instability was observed. The reported event could not be reproduced within the study. No assignable root cause could be determined at this time. This is associated with report 6 of 8 received from the facility.

Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4)